Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry was sent regarding unipolar and bipolar switches as well as noise noted when it comes to this right atrial (ra) lead. A review of the remote monitoring data by technical services (ts) noted that the lead safety switch was triggered due to out of range pace impedance measurements when it comes to the pace/sense lead leading to a switch to unipolar configuration for sensing and pacing. In addition, noise resulting in oversensing was also recorded. Ts recommended unipolar pacing and bipolar sensing which should disable the lead safety switch and minute ventilation off. Ts discussed that due to non physiologic signals seen in the events a possible ra lead impairment was suspected unless there was a confirmation of a procedure done resulting in external signal oversensing. Ts discussed performing testing and manipulation to rule out a lead issue. Additional information noted that additional testing was performed and noise was reproduced in the unipolar configuration, it was not possible to reproduce noise in the bipolar configuration due to a damaged conductor of this lead. A revision took place and the lead was explanted. The lead will not be returned as it was discarded due to being damaged during extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an inquiry was sent regarding unipolar and bipolar switches as well as noise noted when it comes to this right ventricular (rv) lead. A review of the remote monitoring data by technical services (ts) noted that the lead safety switch was triggered due to out of range pace impedance measurements when it comes to the rv lead leading to a switch to unipolar configuration for sensing and pacing. In addition, noise resulting in oversensing was also recorded. Ts recommended unipolar pacing and bipolar sensing which should disable the lead safety switch and minute ventilation off. Ts discussed that due to non physiologic signals seen in the events a possible rv lead impairment was suspected unless there was a confirmation of a procedure done resulting in external signal oversensing. Ts discussed performing testing and manipulation to rule out a lead issue. No adverse patient effect were reported. The rv lead remans implanted.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an inquiry was sent regarding unipolar and bipolar switches as well as noise noted when it comes to this right ventricular (rv) lead. A review of the remote monitoring data by technical services (ts) noted that the lead safety switch was triggered due to out of range pace impedance measurements when it comes to the rv lead leading to a switch to unipolar configuration for sensing and pacing. In addition, noise resulting in oversensing was also recorded. Ts recommended unipolar pacing and bipolar sensing which should disable the lead safety switch and minute ventilation off. Ts discussed that due to non physiologic signals seen in the events a possible rv lead impairment was suspected unless there was a confirmation of a procedure done resulting in external signal oversensing. Ts discussed performing testing and manipulation to rule out a lead issue. No adverse patient effect were reported. The rv lead remans implanted.